Manufacturer narrative:
The patient was born in 1948. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had leakage at the end of the line connected to a non-baxter red stopper with a luer lock. This was observed before connecting the device to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.